Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a missing sensor wire. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.